Event description:
During a follow-up in clinic, it was noted that the device was continuously oversensing noise, both during real-time display and in stored egms. The device firmware was reloaded; however the oversensing still occurred. The device was explanted and replaced and the patient was stable with no consequences.